Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their ipg as recommended. Ipg could not communicate with the external devices when attempted. In turn, ipg was inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Post-operatively, therapy was restored.